Event description:
A malfunction with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their health. Technical support provided information on how to reset the pump and assisted the customer with the procedure. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue returned.